Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed skin abrasions under the electrodes and itchiness on their back from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurse advised the patient to use benadryl for the skin irritation. The medical outcome of the skin irritation is unknown as follow up attempts were unsuccessful.